Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 did not open. A field service engineer fse identified a broken spring on the hard stop and damaged cable covering on the latch sensor. The hard stop assembly was replaced using an out-of-inventory part to restore proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half-height drawer 1.1 clicked three times while attempting to open and did not open, resulting in a failure. The customer confirmed half-height drawer 1.2 opened without issue when accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.